Event description:
It was reported that the customer passed away in a hospital. The cause of death was acute renal failure. The customer was hospitalized on (B)(6) 2014. No further information was verified. The spouse stated that he will call back at a later time to complete the death report. The insulin pump information was not verified at the time of the call. He stated that he had returned the device. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.